Event description:
A pump alarm was reported, specifically alarm 20, which did not cause any adverse impact to the customer's blood glucose level. The event occurred during the loading process, and despite following proper load techniques, the issue persisted with the cartridge alarm recurring, preventing the resumption of insulin therapy. Technical support assisted by loading a new cartridge and eventually decided to replace the pump as it was within warranty. The customer was informed about the replacement and was guided on using an insulin backup therapy, mdi, to ensure ongoing insulin delivery. Instructions were also provided for returning the defective pump and handling the battery.